Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature exceeded the es-1104 temperature limit and failed tns702 performance testing. The attachment exhibited a temperature increase during free run testing of 64.9 degrees centigrade and under load of 74.5 degrees centigrade per es-1104. The cap end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. A lack of lubrication and gear wear was also noticed. Each of these factors contributed to the overheating of the attachment.